Event description:
It was reported that a (B)(6) american indian or alaskan native female who underwent breast augmentation revision with unknown siltex mentor gel implants experienced right sided suspected cancer, left sided breast mass, and bilateral rupture post procedure. There is a nodule on the right sided and a malignant calcium deposit/mass on the left. The ruptures were confirmed through ultrasound and mammography. The patient had a biopsy performed on (B)(6), 2022. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-01512 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).